Event description:
Additional information received noting that the patient is still having the bradycardia events despite their settings being lowered. The patient is set to have a holter monitor arranged by cardiology to find more information on the issue.

Event description:
Additional information received noting that while the patient was admitted the output current was lowered but the physician is unsure if this helped or not as there has not been any follow-up with the patient to date. No other relevant information has been received to date.

Event description:
It was reported that the has been experiencing bradycardia at night for the past month. The patient was seen by cardio but the cause could not be determine. They were later admitted into the hospital and are questioning the cause to be vns related. Per the eeg, the bradycardia is not seizure related. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.